Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return to the mfg facility for further investigation of the issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device has no display. There was no pt use associated with event.